Event description:
Customer reported a bent probe. Customer continued to use the instrument, ignoring ocd's recommendation not to. Customer stated that they had obtained antibody screening results for some samples where possibly not enough screening cells had been dispensed. The instrument posted an error message regarding reagent volume. However, customer continued to use the instrument due to workload. Customer stated that no patient harm occurred.

Manufacturer narrative:
Ocd field engineer arrived on site and replaced the probe. Instrument has been returned to expected operation. (B)(4).